Manufacturer narrative:
The lens was returned to bausch & lomb for evaluation. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.

Event description:
It was reported that during akreos lens insertion into the pt's eye, the capsular bag tore. The surgeon feels the cause of the tear was from the trailing haptic unfolding. This report pertains to the pt's right eye. Additional information has been requested. Please reference MDR #: 1119279-2013-00334 for the delivery device used during the event.